Event description:
On (B)(4) 2011, the following info was provided. During a dilation procedure of the colon, the physician used a cook hercules 3 stage wire guided balloon dilator. When inflating the balloon with water, the balloon ruptured into the stricture. On (B)(4) 2011, the device was returned for eval. Upon eval, we confirmed the presence of a large split in the balloon material. The balloon had separated from the catheter. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: during a visual examination of the balloon material, we confirmed the presence of a large split in the balloon material. The split is positioned length-wise on the balloon and is approx the same length of the balloon. The balloon has separated from the catheter. The catheter tubing does not exhibit any stretched or damaged areas. A mfg discrepancy or anomaly that could have contributed to this report was not observed during our laboratory eval. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The sample test from this lot could not be conducted because, none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. The likelihood of this type of report is rare. Conclusion: the add'l info provided indicated the balloon did not receive lubrication or negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Correction action: a corrective action has been initiated in an effort to reduce occurrences of this nature. The product was manufactured prior to implementation of this corrective action. Customer qa will continue to monitor for complaint trends.